Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. There are signs of electrical overstress on the hot side connector between the power inlet module and the main ac voltage circuit card. Replaced power inlet module and main ac voltage circuit card preventatively. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device was failing calibration. A check of the diagnostics showed a failed mixing pump. Biomed requested a quote for the 2000-hour service and a loaner. Per sample evaluation results received on 20jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that there were signs of electrical overstress on the hot side connector between the power inlet module and the main ac voltage circuit card. It was stated that the circulation pump was primed to fill during decontamination. It was noted that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was also noted that the replaced power inlet module and main ac voltage circuit card preventatively. The double bend tube and chiller evaporator outlet tube were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration. A check of the diagnostics showed a failed mixing pump. Biomed requested a quote for the 2000-hour service and a loaner. Per sample evaluation results received on 20jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that there were signs of electrical overstress on the hot side connector between the power inlet module and the main ac voltage circuit card. It was stated that the circulation pump was primed to fill during decontamination. It was noted that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was also noted that the replaced power inlet module and main ac voltage circuit card preventatively. The double bend tube and chiller evaporator outlet tube were replaced.